Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that patient faced 6 infusions set fell off during use on event on (B)(6)2024.infusion set has been used for just over 24 hours. Insertion area was cleaned, air-dried and free from hair. Customer replaced infusion set and resumed insulin successfully. No further information available

Manufacturer narrative:
Initial and final MDR 1899241 - MDR 3003442380-2024-10984 - device 3 of 6